Manufacturer narrative:
The investigation determined that higher than expected bhcg results, when compared to a physician¿s expectations, were obtained from patient samples using vitros bhcg ii reagent with two vitros 5600 integrated systems. There is no indication that either vitros 5600 integrated system malfunctioned. The assignable cause is a reagent related issue. A customer letter (B)(4) was sent on (B)(6) 2016 to notify ortho customers of positively biased results using vitros bhcg ii reagent packs, including lots 1440 and 1470 which were in use by the customer at the time that the higher than expected results were observed. The FDA new york district office was notified of this issue on (B)(6) 2016. Please refer to report number (B)(4). Design deficiency. Code is not currently selectable in ortho's system for emdr submission.

Event description:
A customer obtained higher than expected bhcg results from patient samples using vitros bhcg ii reagent with two vitros 5600 integrated systems. The results were considered high when compared to a physician's expectation of the bhcg levels of the samples. Instrument 1: vitros bhcg results: 9.05, 9.77 and 8.89 iu/l vs. Expected <2.39 iu/l. Instrument 2: vitros bhcg results: 8.65 and 9.56 iu/l vs. Expected <2.39 iu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected bhcg results were reported from the laboratory but were questioned by a physician. There was no allegation of patient harm as a result of the events. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).